Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "picu- spoke to (B)(6) (director) also (B)(6) (team charge rn). Don¿t pick up as well as the old product. Not confident in the readings on their kids at times. When transport brings a patient to them since transport went back to lncs they have to change sensors. This can¿t be cost effective! If they can¿t get the sensor to read or feel good about the reading¿¿.they switch out sensors until they do. Cost? Never was a worry with the other sensor. Customer didn¿t keep any of the sensor but cs advised to do so!" "Data collection from cs and rt supervisor": "infant toddler unit- spoke to 5 nurses and 2 rts. " "feel patient safety is a concern because they aren¿t confident in the readings or accuracy of the sensor." "Replacing more often due to readings they feel are inaccurate." Data collection from cs and rt supervisor": "nicu- spoke to 2 charge nurses in this area." "Feeling the readings aren¿t as accurate as the old sensors!" No patient impact or consequences reported.